Manufacturer narrative:
Additional information has revealed that the medical device involved with this complaint is not a bd device. This complaint should therefore be disregarded. H3 other text : see h.10.

Event description:
It was reported that the intima-ii y 22gax1.00in prn ec slm npvc experienced safety mechanism/needle disengagement (removal) difficult during use. The following information was provided by the initial reporter: on 8:30 am, 2019-12-11, bd indwelling needle was used to establish the vein passage before infusion. After puncture, the steel needle could not be removed. After removal, the indwelling needle was replaced for re-puncturing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 22gax1.00in prn ec slm npvc experienced safety mechanism/needle disengagement (removal) difficult during use. The following information was provided by the initial reporter: on 8:30 am, (B)(6) 2019, bd indwelling needle was used to establish the vein passage before infusion. After puncture, the steel needle could not be removed. After removal, the indwelling needle was replaced for re-puncturing.